Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother called on behalf of her son who experienced a low reading issue with the use of the adc freestyle libre sensor. Sensor scans of 47 mg/dl and 'lo' (readings less than 40 mg/dl) were obtained in comparison to a reading of 156 mg/dl obtained on an adc blood glucose meter. A caregiver administered orange juice and glucagon injections as treatment. The customer reportedly felt normal before and after treatment; however, the customer was subsequently given insulin (dose/type unknown). No further information was provided. There was no report of death or permanent injury associated with this event.